Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 49 mg/dl. Customer was hospitalized due to hypoglycemia. Customer was hospitalized for a couple of hours. Customer was not wearing insulin pump at the time of hospitalization. Customer was off of insulin pump for about 45 minutes at the time of hospitalization. Customer removed insulin pump to shower and had a seizure while in the shower. Customer also dislocated a shoulder. Customer exercised and had a light dinner prior to low blood glucose.